Manufacturer narrative:
(B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This report is filed due to post procedure hypotension, impaired ejection fraction, and respiratory distress requiring intervention. It was reported that on (B)(6) 2018, a mitraclip procedure was performed for degenerative mitral regurgitation (mr) grade 4+, with anterior leaflet 2 (a2) prolapse. Two mitraclips were successfully implanted, reducing the mr to less than grade 1+. There were no procedure complications. Post-procedure the same day, the patient had desaturation of oxygen and hypotension occurred. The patient was re-intubated and medications were provided. An intra-aortic balloon pump was placed. Mr remained trivial, however, there was an abnormal posterior wall of the ventricular septum with slight ejection fraction impairment. Per physician, the abnormal motion of the posterior wall with ventricular septum was possibly due to an afterload mismatch. The afterload is the pre-procedure mr grade 4, decreased to less than 1+. The ef impairment resolved after a few days. Per CT scan, atelectasis was noted in the left lung and the patient had blood in the sputum, aspirated from the trachea. Per physician, the hypotension was due to the significant mr reduction and atelectasis was due to intubation along with the patient's pre-existing chronic obstructive pulmonary disease. The event required prolonged hospitalization. The following day the patient recovered well with reported stable hemodynamics. No additional information was provided regarding this event.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. In this case, there was no reported device malfunction associated with the clip delivery system (cds). The reported patient effects of hemorrhage, hypotension and respiratory failure are listed in the mitraclip system instructions for use as known possible complications associated with mitraclip procedures. Based on the information reviewed, the reported patient effects of hemorrhage, hypotension, pulmonary edema, respiratory failure and desaturation of oxygen (test results) appear to be related to patient morphology/pathology and/or user technique/procedural conditions. There is no indication of a product quality issue with respect to manufacture, design or labeling.